Manufacturer narrative:
Device evaluation.

Event description:
It was reported that the patient had the artificial urinary sphincter balloon component removed due to recurring incontinence. A new artificial urinary sphincter 4.5cm cuff, double cuff as noted by the use of a y-connector, and a 71-80 cm pressure regulating balloon were implanted. Device evaluation as the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient had the artificial urinary sphincter balloon component removed due to recurring incontinence. A new artificial urinary sphincter 4.5cm cuff, double cuff as noted by the use of a y-connector, and a 71-80 cm pressure regulating balloon were implanted.